Event description:
Caller reported receiving a freestyle reading of 107 mg/dl, dosing with glucophage. Customer subsequently experienced hypoglycemia and was unconscious. Customer was transported to the hosp for treatment. Specific details related to the treatment were not provided.